Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a clot in the inflow stator could not be confirmed through this evaluation as the device was not returned and no photographs were provided by the account. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the pump exchange was due to thrombosis. An echocardiogram was done on (B)(6) 2017 which showed an enlarging left ventricle and widely opening aortic valve. It was suspected that the patient was receiving minimal flow through his left ventricular assist device and that his native heart was providing most of his cardiac output. The patient's lactate dehydrogenase (ldh) was responding well to the heparin until (B)(6) 2017 when he became acutely symptomatic with increasing shortness of breath and a rise in his ldh to 1293 with concomitant hematuria. The account switched the patient to bivalirudin and scheduled a pump exchange for (B)(6) 2017. Warfarin was held in anticipation of surgery. The patient continued to improve in the interim. Ldh continued to trend down on bivalirudin to the point that the pump exchange was canceled on (B)(6) 2017. On (B)(6) 2017, the patient became acutely worse again with a spike in ldh. The patient showed hematuria with worsening creatinine. The pump exchange was moved up to (B)(6) 2021 as an urgent procedure. The patient tolerated the procedure well and had a heartmate 2 pump exchange via a subcostal approach. A very small clot was visualized on the inflow stator of the removed pump. The device operated as expected. The pump will not be returned for evaluation.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2017.